Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of cl reconstruction, the device could cut but could not coagulate. The complaint device was received and evaluated. Visual inspections reveals signs of activation and saline residues into the suction tube. No visual damage found in the shaft and cord; but it was missing the distal part of the suction tube. Electrode was tested, an "output shorted "error appeared during ablation mode and coagulate failed. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere vapr s90 4.0mm w/integr hdp -ea: the device was not returned in the original packaging. There are no visible damage to handle, cable or plug. Finally, the distal tip shows no obvious signs of use and it was found that the enteral adaptor has been cut off. The electrical test was performed with the different parameter; as a result, the continuity test failed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. Supplier summary: the customer claimed that the device would cut but not coagulate. The investigation established that the device did not work on either mode. A break in continuity across the electrical crimp was discovered to be the fault. However, after 20 seconds of activation the device began to operate on both ablate and coag modes. The continuity between the plug pin and distal tip was re-measured and found to now be within specification. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A manufacturing record evaluation was performed for the finished device [u1904059] number, and no non-conformances were identified. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig gml5426 was introduced for this device on 25 oct 2019. The complaint device was manufactured prior to this change. The root cause of this failure is a design fault and corrective action is design improvements. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by health care professional via phone that during a cl reconstruction, a vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece could cut but could not coagulate. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional inforation cmould be provided.